Event description:
During a remote follow-up, noise resulting in oversensing and inappropriate automatic mode switch (ams) due to electromagnetic interference (emi) were observed on the right atrial (ra) lead. No intervention has been performed. The patient is stable and will continue to be monitored.